Event description:
Customer claimed "the cord broke and started a fire, the pillow caught on fire too" product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the product had been misused. The cord was cut, the pad was bunched, the metal clips were bent, the thermostats were bent and discolored, the pad was stained, and the harness had failed. These are all defects that are seen in pads that have been either folded or laid on while in use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." The product was approx. 9 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot, which was manufactured approx. 9 years ago.